Event description:
It was reported that a patient had to have cardiopulmonary resuscitation efforts, it was unsuccessful and the patient died. It was reported that the patient had been having "permanent" low flow and low flow alarms; it was advised that the patient go to the hospital to have an echo and get a diagnosis the patient continued to "clinically deteriorate". There is no additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use explains what to do with low flow alarms and explains possible causes and evaluation recommendations. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.